Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected troponin es result was obtained from a single patient sample using vitros troponin I es (tropi es) reagent lot 6011 on a vitros 5600 integrated system. The result was considered discordant when compared to a vitros repeat result from the same patient sample. The assignable cause of the non-reproducible higher than expected patient sample results could not be determined. Based on historical qc fluid results, a vitros tropi es lot 6011 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at or below the url. Therefore, the performance of the vitros tropi es reagent lot 6011 at or below the url concentration of 0.034 ng/ml cannot be determined, and a reagent issue cannot be entirely ruled out as a contributing factor to the event. Within-run precision testing indicates that the vitros 5600 integrated system was performing as expected around the time of the event. Therefore, an instrument issue can be ruled out as a contributor to the event. It was not possible to determine if the customer was following the sample collection device manufacture's recommendation for sample centrifugation based on the information provided, consequently, improper pre-analytical sample handling could have contributed to this event, although this cannot be confirmed. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tropi es reagent lot 6011.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected troponin es result was obtained from a single patient sample using vitros troponin I es (tropi es) reagent lot 6011 on a vitros 5600 integrated system. The result was considered discordant when compared to a vitros repeat result from the same patient sample. Patient 1 vitros tropi es result of 0.688 ng/ml versus the expected result of <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible higher than expected vitros tropi es result was not reported from the laboratory. No treatment was altered, initiated or stopped based on the initial result. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).